Event description:
Surgeon has reported the following event: "gradual onset of pain with periprosthetic femoral border that led to the removal of the stem (B)(6) 2013. This stem was coated with a non-conforming as hydroxy apathite reported by stryker in 2009, when removal no osseointegration of the stem and disappearance complete coating of any cdt. Patient was implanted in (B)(6) 2008 .

Manufacturer narrative:
The catalog number and lot code of the device are unknown at this time. The device was reported as an unknown abg ii monolithic stem. Additional information has been requested and if received, will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding stem loosening involving an exeter stem was reported. The event was confirmed. Medical records received and evaluation: at revision, the stem was loose with no visual remnants of the ha-coating and no signs of bony ongrowth either as confirmed on the explant photograph. X-rays post event confirm radiolucent lines and cortical remodeling around the stem compatible with component loosening. The stem was somewhat undersized relative to the geometry of the femur and had some 8° varus position relative to the axis of the femoral canal. Many aspects of the failure mechanism concerning this abg ii stem remain somewhat obscure and would require more detailed clinical, radiological and/or explant analysis results for further differentiation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the root cause of this event could not be determined based on the provided information. Further information such as detailed clinical, radiological and/or explant analysis are required for determining root cause.

Event description:
Surgeon has reported the following event: "gradual onset of pain with periprosthetic femoral border that led to the removal of the stem (B)(6) 2013. This stem was coated with a non-conforming as hydroxy apathite reported by stryker in 2009, when removal no osseointegration of the stem and disappearance complete coating of any cdt. Patient was implanted in (B)(6) 2008 .